Manufacturer narrative:
(B)(4). The delivery system was not returned, which would have aided in the investigation by allowing measurements to be taken of the distance between the markers located on the stent holder. Implant of an incorrect size stent can be a result of, but not limited to, manufacturing, incorrect device size selection, incorrect sizing of the target lesion, stent shortening and/or lengthening and/or from an inadvertent part mix up at the account. To ensure this is not a result of a manufacturing deficiency, the stent length is 100% dimensionally inspected and visually verified to be positioned between the marker bands. It may be possible that as the self expanding stent was being deployed out from the distal sheath, the delivery system was inadvertently advanced forward slightly causing shortening of the stent within the vessel. This may cause the stent to appear shorter on fluoroscopy. Additionally, anatomical conditions may also contribute to stent shortening or lengthening. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no similar incidents reported for this lot. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that during the procedure in the arterial trunk, a 6.0x120 absolute pro stent was deployed successfully. Imagery revealed that the length of the stent appeared to be less than 120mm. Imagery measurement of the stent indicated 104mm. No additional stent was deployed. There was no adverse patient effect and no clinically significant delay in the procedure. Though requested, no additional information has been provided.